Event description:
It was reported that the 9800 system would not boot up and had a precharge error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The batteries, interconnect cable, and the single board computer were replaced during the service call. The system was tested and found to be working as intended and put back into service.